Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized in (B)(6) 2025 due to oversensing. The patient is also equipped with a heartmate device (left ventricular assist device). Technical services (ts) reviewed available device data, noting the oversensing was a result of the intermittent activation of the heartmate pump. Programming considerations were discussed at that time, and no further assistance was required. Besides hospitalization, no other adverse patient effects were reported. Additional information received on 09-april-2026 indicates that after a staff discussion, the health care professional (hcp) believes rv lead integrity is compromised and will schedule a lead replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized in (B)(6) 2025 due to oversensing. The patient is also equipped with a heartmate device (left ventricular assist device). Technical services (ts) reviewed available device data, noting the oversensing was a result of the intermittent activation of the heartmate pump. Programming considerations were discussed at that time, and no further assistance was required. Besides hospitalization, no other adverse patient effects were reported. Additional information received on 09-april-2026 indicates that after a staff discussion, the health care professional (hcp) believes rv lead integrity is compromised and will schedule a lead replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received on 30-april-2026 indicates this lead was surgically capped/abandoned (it remains implanted but out of service) and replaced. Besides intervention, there were no other adverse patient effects reported.